Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. In addition, the customer reportedly experienced battery issues. The customer declined to troubleshoot or provide further information regarding the battery issue. The customer's blood glucose was 250 (mg/dl). Reportedly the customer obtained alternate insulin therapy.